Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k926214. The actual sample was received for evaluation. Visual inspection revealed that it had been fractured into two pieces. The distal fragment was approximately 102 mm in length and the main body was approximately 2498 mm in length. As the total length of both was equivalent to a current product, it was judged that there was no portion missing from the actual sample. Fragment: 102 mm. Main body: 2498 mm. Total length: approximately 2600 mm (current product: approximately 2600 mm). Magnifying inspection of the fracture ends of both pieces revealed that the outer layer of both ends had been tapered. The core wire was exposed from the fracture end of the main body. Electron microscopic inspection of the fracture ends of both pieces found multiple creases and elongations on the outer layer. The outer diameter of the actual sample was measured near the fracture ends and confirmed to meet the factory's control criteria. The outer layer was removed from the actual sample, and then the core wire was inspected under an electron microscope. The fracture ends of both pieces were flat and not tapered. Radial pattern was observed on the fracture surface of both pieces. Mechanism of the guidewire fracture: based on the previous reproductive test results, terumo ashitaka factory is aware that the guide wire may become fractured when it has been subjected to one of the following loads, and the fracture surface of the core wire presents some regularity depending on the load the guide wire has been subjected to. One-way torque load to a test sample kept in a curved shape. The fracture end is flat and not tapered. Radial pattern is observed on the fracture surface. The state of the actual sample is similar to this state. Repetitive bending load at a 90-degree angle. The fracture end is not flat and dimple pattern is observed on the broken surface. This state is different from that observed in the actual sample. It is presumed that the actual sample was not fractured by this mechanism. Pulling load to the test sample kept in a loop shape. The fracture end becomes curved and the fracture surface is rough. It is presumed that the actual sample was not fractured by this mechanism. One-way pulling load. The fracture end has been tapered. It is presumed that the actual sample was not fractured by this mechanism. A review of the device history record of the product code/lot# and the shipping inspection record of the involved combination was conducted with no findings. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was exposed to an excessive torque load while its distal section was held in a curve shape, which resulted in the fracture of the core wire due to metal fatigue. Subsequently, the urethane outer layer might have been ripped when the actual sample was pulled in the withdrawal direction, resulting in the complete division of the shaft in two pieces. Based on the investigation result that the total length of the two pieces was equivalent to that of the current product and the radial pattern was observed on the fracture surface of both pieces, it was inferred that there was no portion missing from the actual sample. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the involved radifocus guidewire m was used during the procedure. Cystic duct contrast radiography and treatment. The operator tracked the peculiarly running (highly tortuous) cystic duct with the actual product. After performing torque operation for a long time, he thought that the actual product might have broken off because the resistance from it was lost. As a result of removing the actual product together with a catheter successfully, the fragment was also collected successfully. The procedure was completed successfully. The patient was not harmed.